Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an error message 031 disinfectant solution cycle count/usage exceeds the set value, while using the endoscope reprocessor. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that since the user did not read instructions for use carefully, they did not perform ¿mrc check¿ before reprocessing process, causing the event. Troubleshooting with the olympus technical assistance center (tac) instructed the customer to enter the mrc value. Perform mix disinfectant solution counter, completed with no message or error. Issue resolved. User can detect/prevent the event of rpd12 in accordance with IFU below. 7.7 water line disinfection ¦checking the disinfectant solution concentration level and entering the check result warning since the period of validity of the disinfectant solution varies depending on multiple factors including the storage condition and the environmental temperature of the preprocessors¿ installation location, be sure to check the concentration of the disinfectant solution before water line disinfection. If the concentration is below the recommended minimum concentration or the validity date specified for the disinfectant solution has expired, replace the disinfectant solution. Otherwise, there processing of the water line may be insufficient, and then the reprocessing of endoscopes will be insufficient. 8.2 replacing the disinfectant solution when the disinfectant solution in the preprocessor is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution. Olympus will continue to monitor field performance for this device.